Manufacturer narrative:
Medtronic received the following information from a journal article entitled; long-term results of thoracic endovascular aortic repair for type b aortic dissection and risk factors for survival. Li dong-lin, he yun-jun, wang xiao-hui, he yang-yan, wu zi-heng, zhu qian-qian, shang tao & zhang hong-kun. Journal of endovascular therapy 2020, vol. 27(3) 358¿ 367 https://doi.org/10.1177/1526602820910135. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted in the endovascular repair of acute, subacute and chronic type b thoracic aortic dissections. The following malfunctions were observed; type ia endoleak, type ii endoleak, type IV endoleak. The following serious injuries were reported; rupture, aortic enlargement, pulmonary infection, renal dysfunction bowel ischemia, recurrent chest pain, continuous fever, deep vein thrombosis, multiple organ dysfunction syndrome, stent graft induced new entry (sine), retrograde type a dissections, stent graft induced distal erosion, iliac artery stenosis, cerebral hemorrhage, cerebral infraction, hemorrhage, severe cough, hemoptysis, lung infection, claudication, re-intervention. Patient deaths were also reported but there is no causal link that the valiant stent grafts caused or contributed to these deaths.